Event description:
The customer reported the system displayed a communication error that resulted in a lock up situation. This resulted in an intermittent, recoverable loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.